Event description:
The user facility reported that during the shunt percutaneous transluminal angioplasty (pta), the wire was passed through the dilatation balloon catheter and through the lesion. After passing the wire through the stenotic lesion, resistance was felt when the wire was attempted to pull back. When it was pulled in that state, the distal side detached. The wall stent was half-deployed and the detached piece was retrieved. Treatment was completed with another product. The distal side was cut inside the patient's body, and the cut piece was retrieved through medical intervention. No piece of the roduct remained in the patient's body (retrieved). The procedure outcome was completed successfully.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510k #: k926214. The actual sample upon receipt was cut at the distal side, and was divided into two pieces, the cut piece and the hand side. Investigation of the actual sample: 1.1 visual inspection of the actual sample: total length of cut piece: approimately. 12mm, total length of hand side: approximately 988mm. Total length of actual sample: approximately 1000mm (=12+988) (total length of product with the involved product code: approximately 1000mm). No anomaly such as a scratch or kink was found other than cutting. 1.2 magnifying inspection of the cut piece and the hand side: cut section on the cut piece: the outer layer had been cut, and the gold coil had been cut. Cut section on the hand side: the outer layer had been cut and elongated, and the wire had been cut. From investigation of the actual sample 1.1, and since the cut surface of outer layer both on the cut piece and the hand side matched, it was presumed that there is no missing part in the actual sample. 1.3 electron microscopic inspection of the cut section both the cut piece and the hand side: cut section on the cut piece: the outer layer had been torn and wrinkled. Cut section on the hand side: the outer layer had been torn, wrinkled and elongated it was presumed that pulling force was applied. 1.4 the outer layer was removed to confirm the condition of both the wire and the gold coil of the actual sample: on the hand side, the gold coil had been cut inside the outer layer. 1.5 electron microscopic inspection of the cut section on the cut piece after removing the outer layer: cut section of the wire on the cut piece: dimple patterns (hole-shaped patterns) were found on the top surface. Cut section of the gold coil on the cut piece: tapering was found. 1.6 electron microscopic inspection of the cut gold coil on the hand side after removing the outer layer: both of the cut sections of gold coil that was cut inside the outer layer: tapering was found on both cut sections. 1.7electron microscopic inspection of the cut sections both on the wire and gold coil at the hand side after removing the outer layer: cut section on the wire at the hand side: no tapering was found on the side surface, and dimple patterns (hole-shaped patterns) were found on the top surface. Cut section on the gold coil at the hand side: tapering was found. 1.8 dimension of the actual sample: outer diameter of the actual sample (normal section): it met the factory's specification. No anomaly was found. 2 record review: 2.1 the manufacturing record and the shipping inspection record no anomaly was found. 2.2 investigation of the past complaint file: no other similar report from other facilities was found. 3. Simulation test: we have been aware that the guidewire was fractured when the following force a) - d) was applied. We have also been aware that the shape of both the side surface of cut section and the cut surface on the wire were characterized depending on the mechanism leading to the fracture. A) when pulling force was applied: the side surface of cut section on the wire was tapered, and the cut surface had dimple patterns (hole-shaped patterns). B) when repeated bending force (repeated 90° bending force) was applied: the side surface of cut section on the wire was not tapered and was flat, and the cut surface had dimple patterns (hole-shaped patterns). These statuses were similar to those of the actual sample. C) when continuous torque force was applied in the same direction while the guidewire was bent: the side surface of cut section on the wire was not tapered and was flat, and the cut surface had radial patterns. D) when pulling force was applied in a looped state: the side surface of cut section on the wire was curved and tapered, and the cut surface was roughened. 4 cause of occurrence/conclusion: based on the investigation result, as a possible cause of this complaint, the following mechanism was inferred. 1. The distal end of actual sample was trapped by some factor (e.g. Stenotic lesion). 2. Repeated bending force was applied to the involved section in the state of "1", leading to the wire to cut. 3. Pulling force was then applied, leading to the gold coil and the outer layer to cut. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer). Registration no. (B)(4).